Manufacturer narrative:
Manufacturer listed as (B)(4), manufacturer is OEM elitech. Expiration date is unknown. Date returned to manufacturer is unknown, date provided is date of investigation. (B)(6). Manufacturing location listed as (B)(4), manufacturing location is OEM elitech. Manufacture date is unknown. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 76520 with the incident lot was observed.

Event description:
It was reported that the bd sedi-20 display was flashing, however, the instrument appears to be working properly.